Manufacturer narrative:
Date of this report- (B)(6) 2004, medwatch form received from user facility. The curette was received with approximately .195'' of the distal tip missing. The break point on the shaft was examined under magnification and found the metal bent or peened over with nicks and gouges on the cutting edge of the remaining attached piece. The condition of the tip is consistent with extended use over time. This may have contributed to metal fatigue and resulted in breakage. This device was purchased in (B)(6) 2000. The metal was tested for hardness properties and it met all metal hardness specifications.

Event description:
Received medwatch from customer stating that "during an ankle arthrodesis one of the 'ring curette' broke off in the left ankle joint and could not be retrieved. One hour was spent attempting to retrieve the broken piece but was unsuccessful. No information regarding injury.